Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 50 mg/ml dilaudid (hydromorphone) with a dose of 23.5 mg/day. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient developed pneumonia, was in the hospital and on a vent beginning on (B)(6) 2017. The hcp wanted to confirm the pump/drug was not contributing to the patient¿s medical issue, so it was programmed to minimum rate mode around (B)(6) 2017. ¿after that, around (B)(6) 2018, they changed the drug to 10 mg/ml not programming a bb, not changing the concentration to 10 mg/ml and leaving it in minimum rate mode.¿ ¿today ((B)(6) 2018) they wanted to program a daily dose of 0.31 mg/day but with the pump spec in s.c. Lowest flow rate it was not possible, so the caller stated in a couple of weeks the patient will come back to the clinic to change the concentration from 10 mg/ml to 5 mg /ml, to program the daily dose to 0.3 mg/day and program a bb.¿ the calculations were confirmed with the caller (all old 50 mg/ml drug had been cleared out of the system in minimum rate mode) and reviewed pertinent information per the caller's inquiries. It was recommended for the hcp to call back to the manufacturer¿s technical services to confirm programming at the time when the patient comes back to the clinic in a couple of weeks. The situation is being addressed by hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.